Manufacturer narrative:
Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08685 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, power loss alarm noted in the pump trace download due to corroded battery tube. Unit received with faded serial number label.

Event description:
The customer was reported via phone call that, the insulin pump had cosmetic damage and went through several batteries with them only lasting a day; tried to clean out the battery compartment and it worked for a day or two but then it stopped. The blood glucose was unknown at the time of the incident. The customer declined troubleshooting for the battery issues. The device is expected to be returned for analysis.